Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl. Pump data review by tandem technical support showed the pump was unlocked manually and the customer delivered multiple boluses prior to the low bg level. The customer was transported via ambulance to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with glucagon, consumption of carbohydrates, and intravenous saline. Reportedly, the customer was released on 3 days later with the issue resolved and no permanent damage. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure.